Event description:
It was reported per the field service report: there was a "helium loss 2" alarm. As a result, the pump was exchanged and sent to biomed. Update of 01/14/08 reported that the pump assembly was replaced. A functional test was performed and the pump is operational.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.